Manufacturer narrative:
A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device infused more than was entered into the pump. The device was programmed to infuse 75ml at a rate of 18.75ml/hr, but instead the entire bag was infused into the patient.

Event description:
It was reported that the device infused more than was entered into the pump. The device was programmed to infuse 75ml at a rate of 18.75ml/hr, but instead the entire bag was infused into the patient.

Manufacturer narrative:
Additional information: annex a: a0404. Annex g: g0301201, g04036. Annex c: c07.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the device infused more than was entered into the pump. The device was programmed to infuse 75ml at a rate of 18.75ml/hr, but instead the entire bag was infused into the patient.